Event description:
Alleged that a patient fell and fractured their hip. Alleged the ppm was armed and did alarm, however, the communication cable wasn't connected to the headwall system.

Manufacturer narrative:
The technician found the beds ppm system to be working properly. The nursing supervisor indicated that one of the hospital staff members did not have the communication cable connected to the wall, and the bed siderails were in the down position.